Event description:
Information received from the field notes that the patient presented in the hospital with intermittent ventricular non-capture and syncope. The clinician reported adequate lead impedances with normal capture and sensing. Increased settings also revealed myopotential inhibition. When the device was programmed to unipolar, complete loss of capture was observed and the patient became symptomatic. Therefore, the device was replaced.